Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2010. According to the complainant, post procedure, the patient suffered from vaginal pain, mesh erosion and dyspareunia. The dates of onset are unknown. She underwent revisional surgeries. All other information is unknown and reportedly unavailable.